Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). It was also reported that the implantable cardioverter defibrillator (ICD) did not pace as programmed in vvi mode despite multiple programming adjustments using the mobile programmer application. It was noted that pacing was initially observed in vvi mode with an acceptable pacing threshold. It was further noted that changes to the programmed base rate, pacing polarity, and sensitivity settings did not result in pacing while the device remained in vvi mode. Appropriate pacing was observed, however, after programming the ICD to voo mode. Subsequently, after reprogramming back to vvi mode, the patient's intrinsic rhythm was observed. Troubleshooting steps were taken to include ending the session in the application, interrogating the ICD with a legacy programmer, repeating the programming and testing, and reprogramming the device to vvir mode. Following troubleshooting, pacing was observed at the programmed rate. The rv lead remains in use. No patient complications have been reported as a result of this event.